Event description:
It was reported to philips that system would not boot up. No patient or user harm was reported. The device was outside of clinical use at the time of the reported event. A philips field service engineer (fse) inspected the system onsite and replaced host pc and the hard drive which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed that the host pc drive bays were not starting up at boot up which resulted in incorrect boot up of the system. The system logs were checked. A philips field service engineer (fse) visited on-site and identified an issue with host pc. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc and hard drive by the fse has resolved the reported issue and restored the functionality of the system.